Event description:
Hospital reported that this pt was undergoing extra-corporeal membrance oxgenation and was receving ianotropes. Channel a was running at a rate of 10ml/hr, channel b at .4ml/hr, channel c at 1.1 ml/hr and channel d at 1.8ml/hr. The pump alarmed malfunction and then shutdown. The malfunction alarms were 571, 107 and 885. There was no pt consequences.